Event description:
On (B)(6) 2015, the reporter contacted animas alleging a battery life issue with damage to the battery compartment and battery cap. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015. Product analysis: the device was returned and evaluated by product analysis on 08/04/2015 with the following findings: the battery life complaint could not be duplicated with investigation. Review of the pump¿s black box data revealed evidence of a related issue. A battery compartment crack was observed. A battery cap was not returned with the pump; a test cap was used for investigation. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were within specification. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.